Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient underwent orif surgery for a fracture of the left femur trochanter. Preoperative plan was to use a 9 mm middle nail. Immediately before the surgery, the sales rep confirmed the size of the nail with the surgeon, and the surgeon gave permission to open the implant. The sales rep asked a circulating nurse to open the implant while pointing and calling out to confirm that the implant was the 9 mm-right-125°235 mm nail. At that time, however, no one noticed that the nail in question was for the wrong side, and the nail was opened and inserted. Since the nail for the right side was inserted into the medullary cavity of the left femur without any interference, the surgery was completed without the mistake being noticed during the procedure. The surgery was completed successfully with no surgical delay. A revision surgery has not been scheduled.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.